Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: device exhibits rust. This report is for a t-pal trial spacer 12mm x 32mm 8mm height. This is 8 of 15 reports for complaint (B)(4).